Manufacturer narrative:
(B)(4). Device evaluated by MFR : returned product consisted of the proximal portion of an emerge balloon catheter and a runway guide catheter. During product analysis a guidewire was used in the runway guide catheter and the distal portion of the emerge device was able to be removed from the guide catheter. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon is loosely folded with blood in the inflation lumen and the balloon. The hypotube shaft was completely separated 86.2 cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Functional testing was carried out by attaching an inflation device filled with water to the distal portion of the complaint device, and inflating the device to rated burst pressure. The emerge balloon inflated and held pressure for 5 minutes, without leaking. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-10645, 2134265-2017-11216. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mmx12mm emerge¿ balloon catheter was advanced to for dilation. However, during insertion of the device, it was noted that the mid shaft got broken in the guide catheter. Subsequently, a 2.75mmx12mm emerge¿ balloon catheter was then advanced but the mid shaft got broken in the guide catheter as well. The devices were completely removed and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was fine.